Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately three and a half months after a lead revision procedure during which an antibacterial absorbable envelope was added to the implantable pulse generator (ipg). The ipg was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.